Event description:
It was reported by the customer that a pyxis medstation es system full height drawer 6 was not opened properly. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer legacy on position 6 on main unable to properly open. A field service engineer replaced the latch sensor and all slide bumper stoppers to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.